Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic surgery the device did not recognise the cassette. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The returned device was visually inspected and no problems were noted. The returned device was assembled with an ar-6410 lot# 71915423 and ar-6430 lot# 69910382 pump tubing and it was noted that the device recognized both sets of tubing. The pump was then tested and evaluated under normal use conditions to see if the device functioned and responded as intended. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 26 minutes with no issues. The device was assembled with an ar-6430 lot# 69910382 to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.